Manufacturer narrative:
Event date is (B)(6) 2022. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the image disappeared when operating the up/down direction angle. This is attributed to the disconnection of the image pick up cable. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for the issue of a pinhole. There is no reported harm to any patient or any one. Upon evaluation of the returned device, it was observed that the image disappeared when operating the up/down direction angle. This is attributed to the disconnection of the image pick up cable. This medwatch is being submitted for the reportable issue of no image observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 14-feb-2022 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely dues to a defective image sensor unit or, failure of internal board of video connector. Olympus will continue to monitor field performance for this device.